Event description:
The customer reported observing "syringe fail to home" error messages for the cell-dyn sapphire hemoglobin syringe used on the cell-dyn sapphire analyzer. The customer stated routine syringe maintenance was performed. The customer also reported the errors occurred shortly after installation of cell-dyn sapphire hemoglobin syringe by the abbott field service representative. The customer stated the "syringe fail to home" error message was resolved when the hemoglobin syringe was replaced. There was no impact to patient management reported by the customer.

Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe. List number 08h49-02 provided abbott laboratories with an improved version of the syringe, which was released for use on 5/8/2007. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific manufacturing code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 22 june 2007 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 08 may 2007 and 25 june 2007. A review of abbott's complaint analysis system from january 2007 to present did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed in 2007. 100% part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. The customer complaint was inadvertently not associated with remedial action correction 2919069-8/6/07-004-c in error. The customer used the suspect device at the customer facility. This follow up MDR for 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Event description:
A non-critical alarm was occurring. The device displayed eri and indicated it should be replaced by 2009. The device was running at .175ml per day and prior to that was not at a very high flow rate. The previous eri dates looked normal with the date at the last refill being 50+ months. Only indication of the event was the alarm, the patient had experienced no symptoms related to the event. The device was replaced with no complications. The medication in the pump was morphine sulphate.